Event description:
It was reported that the patient was scheduled to have their device explanted because they had lost so much weight. It hurt when the patient sat and they couldn't sit back or roll around in bed. The patient hadn't used their device in 5 months prior to the report. The weight loss and device hurting the patient started in (B)(6) 2014. The patient ended up in the hospital in june because the patient had a problem with swallowing food. The patient noted that they did an "edg" or something like that. It was unclear if these issues were related to the device or therapy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3550-39, lot# n348511, implanted: (B)(6) 2012, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received about a month later reported that the patient now had 50% or greater symptoms reduction. The healthcare provider (hcp) still recommended the device be explanted. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.